Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07867, 2134265-2016-07868 and 2134265-2016-07869. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Two 24mm watchman laa closure devices were attempted to be implanted; however, they needed to be recaptured as they did not meet release criteria. A 21mm watchman laa closure device was inserted into the watchman access system and deployed, but it did not meet release criteria, so it was fully recaptured and removed. One the delivery system was removed, with the access system still in the patient, a small pericardial effusion was noticed. They stopped the procedure and monitored the pericardial effusion. While the patient was in recovery, the pericardial effusion resolved itself with no intervention. The patient was doing well.